Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer stated that hospitalization was a past issue that were several years ago back in canada did not remember the dates and the information about the hospitalizations with the bent cannula. The customer stated that they had nothing to did with the adhesive issues that are current now, he was just very safe now to check them after the cannula issues. The customer was not even using a medtronic insulin pump when he was hospitalized for the bent cannula's. The insulin pump will not be returned for analysis.